Event description:
Customer reports the advantage system produced a result of 909 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No actions taken based on device result. No high blood pressure symptoms reported with this result. No quality controls were used. No adverse event reported. The customer did not provided the location where the unexpected result was obtained. Requested return of suspect device and replacement was sent.